Manufacturer narrative:
Mesa has concluded the investigation of this complaint and determined that the lot meets specification. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
The patient called agent on (B)(6) 2022 because they usually use another testing company, but when they used ours, they received a positive result. They questioned how accurate our tests are because they are triple vaccinated. The patient is asymptomatic and has no known exposure to covid. The patient has also never tested positive before. Agent spoke with the patient and confirmed the accuracy of our results and explained how they could have tested positive even without symptoms. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.